Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass procedure, the staples do not close. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.